Manufacturer narrative:
Follow up #1 submitted: 07/12/2013 device evaluation: on investigation, the pump display was dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. On examination, the keypad was intact. On testing, the contrast button, which has no effect on insulin delivery, was unresponsive. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and faded. The reported stated that this issue occurred gradually over four months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.